Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 19 may 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 13th may 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Per case notes, the user had the sensor removed on the (B)(6) 2025 and an RMA was issued for further investigation. By closure of this complaint, the sensor has not been returned to senseonics.a review of the in vivo sensor data showed optical instability.in associated case (B)(4), the user reported an infection on the sensor site. The symptoms of infection began on (B)(6) 2025, afterwards the user went to the ER on (B)(6) 2025, and the sensor was removed on (B)(6) 2025. This infection most likely contributed to the instability observed and the consequent reported inaccuracies. The user was offered a sensor replacement as a resolution. B4. Date of this report 17 august 2025. G3. Date received by the manufacturer? 17 august 2025. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.